Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm model #: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x2 kit (30cm) it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the surface of the pocket site. It was also noted that the patient's wound had opened and become irritated. The wound was cleaned and the patient was placed on antibiotics. The patient underwent a revision procedure wherein the clik anchors were reattached. The patient was doing well postoperatively.